Event description:
Patient had surgery almost two years ago. Came to clinic feeling something not right and x-rays show hardware failure with broken rod which had migrated distally and out of the screw tulips.